Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 489 mg/dl due to infusion set bent cannula. The customer treated with insulin pump customer reported that the high blood glucose levels began on (B)(6) 2017. Customer declined to troubleshoot for high readings. Customer also reported that the insulin pump buttons were hard to push and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Infusion set will be returned and a replacement will be sent.

Manufacturer narrative:
The device had no button error alarm. The device was received with no button response due to flattened act button keypad dome. The keypad connector button was found closed properly during visual inspection. Unable to perform functional test due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.